Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots.¿ medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the reported device has been identified to be within the scope of nc & CAPA. The parts are injection molded. Sample parts were pulled from fg. Lack of fusion areas were observed between the first and second shots of the two-shot trials. Product surveillance will continue to monitor for trends.

Event description:
Per sales rep, a total knee replacement was done. The tension spring came out of the pin driver. The trial broke when the surgeon was pulling it out. There is no other info or x-rays available to stryker per hospital policy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, a total knee replacement was done. The tension spring came out of the pin driver. The trial broke when the surgeon was pulling it out. There is no other info or x-rays available to stryker per hospital policy.